Event description:
User stated that the patient has not been able to check her blood sugar for 3 days because of the pa being needed. (B)(4); reported by hcp did not consent to follow up all available information is provided in this report no further clarification is available.